Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding external device. The reason of the call was caller stated that their controller is showing system problem rm03 message whenever they were trying to charge the implantable neurostimulator (ins). Caller also mentioned that they were having hard time finding the implant even they already placed it over the implant site and the recharger is getting warm. Agent asked the caller to do a hard reset. Caller re-inserted the battery and confirmed seeing 100% on the controller and 90% on the implant. Caller confirmed no visible damage on the recharger aside from the bents. Agent asked the caller to blew air into the controller charging port and wipe the pins on the recharger. Caller then connected the recharger to the controller and caller mentioned that the controller completely shuts off. The issue was not resolved. A request was sent to repair for recharger replacement. Patient (pt) called back and confirmed that they got the recharging paddle. Agent had pt blew air into the controller port and had pt plugged the recharging paddle. Pt had a hard time connecting the recharging paddle at first. Pt then confirmed they got connected with excellent quality; controller was at 100% and the implant was at 70%. Agent advised pt to continue charging the implant.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the [recharger], model [97755 ], s/n [(B)(6) ], electrical failure - no device found message. No visual anomalies were observed. Record the two values: - the highest number (00) - the low number (00). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.